Manufacturer narrative:
Not returned.

Event description:
Plaintiff implanted with t-sling (B)(4) on (B)(6) 2010. Mesh removal occurred on (B)(6) 2015. Patient's legal representative stated urgency and occasional inability to void dyspareunia and bleeding recurrent incontinence pain at mid urethra, ridge of sling palpated.